Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) did not power on was confirmed during initial functional testing. The root cause is due to a damaged power switch probably due to blood ingress damaged internal components of the power switch.visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event.during archive data review, multiple ua 45 error message was observed; however the user was able to clear the ua 45 error message.the observed error is unrelated to the reported complaint.after replacing the power switch and deburring of clutch, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4) the observed error is unrelated to the reported complaint.65.

Event description:
During patient was in transport, blood got into the autopulse platform (sn (B)(4)). Following this, the platform would not power on. No consequences or impact to patient.